Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the handpiece. The procedure was completed with another handpiece. There were no patient complications.

Manufacturer narrative:
We apologize for the delay in filing this MDR. Our team was traveling and unfortunately the computers with us were not able to readily access the webtrader upload function. Security on the updated operating systems was blocking the uploads.